Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; the analyst noted that there was only one set of setscrew marks on the is-1 pin and it is too proximal, thus lead was not fully inserted into the device; full lead returned and analyzed. It was also noted the distal conductor is distorted within the connector from over rotating the is-1 pin which prevents stylet insertion.

Event description:
It was reported the lead was explanted and replaced due to high impedances. During the explant procedure, the physician noted the stylet could not be passed through the lead. No patient complications were reported as a result of this event.